Event description:
A customer reported that he developed a rash while using the hc405 flexifit nasal mask over the last couple of months. The customer further reported that he went to the hospital and was administered with an adrenaline shot.

Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned to fisher & paykel healthcare (fph) for evaluation. Our analysis is accordingly based on the event description, further information provided by the customer and our knowledge of the product. The customer has stated that he is sensitive to latex, however all fph masks are latex-free. While using the hc407 flexifit nasal mask he developed an allergic reaction, which led to his skin becoming tender and irritated around the nose, mouth and neck and causing swelling around his eyes. The customer reported that he went to hospital where he was administered an adrenaline shot and anti-histamines. The doctor reported that it appears that the customer had an allergic reaction to the mask seal. Allergic reactions to masks, or most commonly the silicone of the interface, is experienced by 5 to 7% of patients. These allergic reactions are considered as minor irritations that often fade with a change in interface. Please note that all fph osa interface masks and their materials have been biocompatibility tested to (B)(4). The customer has reported that his face was recovering well after discontinuing use of the mask. The warnings in our user instructions state - "discontinue using the mask if there is an allergic reaction to any part of the mask. Consult your physician if this occurs."